Event description:
It was reported the camera head could not be connected. There were no reports of patient harm.

Manufacturer narrative:
Three good faith efforts were made to obtain additional information; however, no response received from the customer. The device was returned to olympus for evaluation and the customer¿s allegations was not confirmed. In addition, cable flooding and image capture flooding was observed. Based on the results of the investigation and information obtained from this complaint, the root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.